Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that when an e-stop occurred on the imaging system. That the system automatically attempted to rehome the equipment. An e-stop reinitialized and the system was functioning as intended. The only was to resolve the issue is to cycle power with the system. Software is functioning as designed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, when starting the imaging system. A collimator error appeared on the screen. The imaging system also went into standalone mode. No additional information was provided. There was no patient present when this issue was identified.